Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and perforation ("perforation of organs") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perforation (seriousness criterion medically significant). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and perforation outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial from 2014 to 2015, bacterial vaginosis (correlates best when discharge ph is >4.5 and has an amine odor.) And grand multiparity. Concurrent conditions included uterine polypectomy since (B)(6) 2014, endometrial polyp, ovarian cyst and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 5 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash on hands"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, dysmenorrhoea, abdominal distension and psychological trauma outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dizziness and hypersensitivity had resolved and the migraine and headache had not resolved. The reporter considered abdominal distension, dizziness, dysmenorrhoea, fallopian tube perforation, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as insertion date :(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: endo vaginal sonography was also performed to better evaluate the pelvic and adnexal structures .. Uterus measures 9.9 cm in length and 2.7 cm in ap diameter, image measures 3.9 mm. In the mid fundus reglol'1 hypoechoic mass measuring. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Processed with fu.no. 06. On 24-feb-2020: pif received. Processed with fu.no. 05. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') and pelvic pain ('pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial from 2014 to 2015, bacterial vaginosis (correlates best when discharge ph is >4.5 and has an amine odor.) And grand multiparity. Concurrent conditions included uterine polypectomy since (B)(6) 2014, endometrial polyp, ovarian cyst and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 4 days after insertion of essure. In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash on hands"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, dysmenorrhoea and abdominal distension outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea and dizziness had resolved and the migraine and headache had not resolved. The reporter considered abdominal distension, dizziness, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: endo vaginal sonography was also performed to better evaluate the pelvic and adnexal structures .. Uterus measures 9.9 cm in length and 2.7 cm in ap diameter, image measures 3.9 mm. In the mid fundus reglol'1 hypoechoic mass measuring. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet and mr received, new reporter, patient demographics, essure indication, concomitant conditions, lab data and events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rash on hands, migraines / headaches, nausea , neurological conditions or problems type: dizziness, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion medically significant). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 30-mar-2018: after internal review, assessment for events 'perforation of organs' and 'pain' was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial from 2014 to 2015, bacterial vaginosis (correlates best when discharge ph is >4.5 and has an amine odor.) And grand multiparity. Concurrent conditions included uterine polypectomy since (B)(6) 2014, endometrial polyp, ovarian cyst and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 5 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash on hands"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, dysmenorrhoea, abdominal distension and psychological trauma outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dizziness and hypersensitivity had resolved and the migraine and headache had not resolved. The reporter considered abdominal distension, dizziness, dysmenorrhoea, fallopian tube perforation, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as insertion date :(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: endo vaginal sonography was also performed to better evaluate the pelvic and adnexal structures .. Uterus measures 9.9 cm in length and 2.7 cm in ap diameter, image measures 3.9 mm. In the mid fundus reglol'1 hypoechoic mass measuring. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: allergic reaction, psych injury. Insertion date updated.seriousness criteria for event pelvic pain updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.